Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1110073 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause could not be determined. Similar issues will be tracked and trended.

Event description:
False positive result(s). User stated that "on (B)(6) 2022 I took the home test and showed a positive reading. Had a 2nd test done somewhere else on (B)(6) 2022. On (B)(6) 2022 I received a negative reading from 2nd testing center."